Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: the dfu instructions must be followed to ensure the correct use of the device. The labeling instructions were not followed since the label attached to the pouch of the device indicates that the device should be used before the "07/2017". However as per the complaint information the customer implanted the expired device and the event procedure date is "(B)(6) 2018". (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00806 and 2134265-2018-00808. It was reported that the implanted coils were expired. The target lesion was located in the pelvic vein. Two 10mm x 40cm interlock¿-35 and a 12mm x 40cm interlock¿-35 were selected for use. During the procedure, after the coils were implanted, it was noted that the devices were already expired. No patient complications were reported and patient's status was fine.